Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the oxygen (o2) sensor voltage was too high on the electronic pt gas system (epgs) when tested on test stand. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). The srt replaced the o2 sensor on the epgs. With the sensor replaced, the unit operated to MFR specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.